Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements. Please refer to statement dated 25jul2017.   No further follow up is planned. Evaluation summary: a male patient reported that the injection button on his humapen (unspecified device) could not be pushed down. The patient was found to have blood ketone bodies. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. Based on the description of the device, (blue and plastic) the device was likely a humapen ergo ii. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(6). This solicited case, reported by a consumer via patient support program (psp), concerned a (B)(6)-year-old male patient of unknown origin. Medical history was not reported. Concomitant medication included insulin glargine for an unknown indication. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) (humalog 50, 100 iu/ml) via cartridge in a humapen ergo ii, 10 units each morning, 8 units at noon and 8 units each evening subcutaneously for the treatment of diabetes mellitus beginning in 2010. On (B)(6) 2017 while taking insulin lispro 50/50, was found ketone bodies (values not provided) by physical examination and due to this he was hospitalized. Reportedly, the injection button of the humapen ergo ii could not be pushed down (product complaint (B)(4)/ lot number unknown). Thereafter, on an unspecified date of (B)(6) 2017 he discontinued insulin lispro 50/50 and changed to insulin lispro treatment on an unknown date. Further information regarding laboratory test findings, corrective treatment and outcome of the event was not provided. By (B)(6) 2017 insulin lispro treatment was discontinued and it was unknown when or if it would be restarted. The operator of the pen and his/her training status was not provided. The device model duration of use and the suspect device duration of use were not provided. The humapen ergo ii was not returned to the manufacturer. The reporting consumer did not know if the ketone bodies was related to insulin lispro 50/50 treatment and did not provide and assessment of relatedness between the event and the humapen ergo ii. Edit (B)(6) 2017. Case was opened to enter medwatch device fields for device reporting. Update 25jul2017: additional information received on 21jul2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and (B)(6) (EU/(B)(6)) device information. Recoded the suspect device from an unknown humapen to a humapen ergo ii. Corresponding fields and narrative updated accordingly. Update 26-jul-2017: correction received from the affiliate on (B)(6) 2017 from the initial information received on 19-jun-2017. Updated gender of patient in narrative from female to male. No additional changes were made to the case.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via patient support program (psp), concerned a (B)(6) male patient of unknown origin. Medical history was not reported. Concomitant medication included insulin glargine for an unknown indication. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) (humalog 50, 100 iu/ml) via cartridge in an unspecified injection pen from eli-lilly, 10 units each morning, 8 units at noon and 8 units each evening subcutaneously for the treatment of diabetes mellitus beginning in 2010. On (B)(6) 2017 while taking insulin lispro 50/50, was found ketone bodies (values not provided) by physical examination and due to this she was hospitalized. Thereafter, on an unspecified date of (B)(6) 2017 she discontinued insulin lispro 50/50 and changed to insulin lispro treatment on an unknown date. Further information regarding laboratory test findings, corrective treatment and outcome of the event was not provided. By (B)(6) 2017 insulin lispro treatment was discontinued and it was unknown when or if it would be restarted. The operator of the pen and his/her training status was not provided. The device model duration of use and the suspect device duration of use were not provided. The action taken with the suspect device was not provided and its return was not expected. The reporting consumer did not know if the ketone bodies was related to insulin lispro 50/50 treatment and did not provide and assessment of relatedness between the event and the device. Edit 30jun2017. Case was opened to enter medwatch device fields for device reporting.